Event description:
A malfunction alarm was reported, identified as malf 16, and the issue did not cause any adverse impact on the customer's blood glucose level. The customer planned to use an alternate form of insulin therapy to ensure continuous delivery. Technical support arranged for the faulty pump to be replaced, confirmed the shipping details, and instructed the customer on how to store and return the pump.